Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. "¿select patient information cannot be provided due to regional privacy regulations."" "

Event description:
Information received by medtronic indicated that the customer had a loss of communication issue between the pump and transmitter. Troubleshooting was performed and the issue could not be resolved. The customer stated that the transmitter fell off in a pool and got water inside. It was reported that the customer received a lost sensor signal alarm. Advised the customer to wait approximately 1 minute, though it may take up to 5 minutes, for the sensor connected alert. The customer did not receive a sensor connected alert or did not receive the system start warm-up. No harm requiring medical intervention was reported.  It was unknown whether the customer would continue the use of the device. The transmitter will not be returned for analysis.